Event description:
Per dealer pilot valve is defective. (B)(4) (see repair statement attach). Per independent repair center statement, the unit was alarming or red light. The key failure was the pilot valve is defective the part was replaced. No additional malfunctions were reported.